Manufacturer narrative:
The pump powered up properly and no blank display was noted. The pump was received with normal operating currents and passed all functional testing including the unexpected restart, displacement, rewind, basic occlusion, occlusion, prime, excessive no delivery or self tests. No damage was found on the lcd isolation tape during visual inspection. The pump was received with a cracked reservoir tube lip, a cracked case at the display window corner, minor scratches on the lcd window, a missing end cap sticker, and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call blank display on the insulin pump. Customer received a replacement battery cap and the blank display persisted. Troubleshooting for blank display was performed. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.